Event description:
It was reported that the batteries on a powered wheelchair were not keeping a charge. When the user was out of her home, the batteries died and her husband had to push her back to the car. There was no report of user injury or medical intervention.